Manufacturer narrative:
H.6. Investigation: investigation summary: the inquiry involved a discrepancy between the usp units displayed on a bd website (url: https://www.bd.com/en-ca/products/blood-and-urine-specimen-collection/venous-collection/vacutainer-blood-collection-tubes/view-chemistry-tubes) and the heparin unit label. The unit label has 158 usp printed on it and is correct (per the unit label drawing), while the bd site has 150 usp. Investigation conclusion: the unit label for the product is accurate, while the bd site is inaccurate. Root cause description: the bd site is inaccurate. The exact root cause could not be determined; however, there is no issue with the unit label. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. However, the bd site has been updated to display the correct units, per the unit label drawing. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tubes had incorrect label information. The following information was provided by the initial reporter: material no: 367880 batch no: unknown. It was reported the information on the unit label is different from what is online. We typically order these bd tubes from vwr and have noticed that although the pn is the same for each, the units of lihep stated on the package label (ordered from vwr) is different than what is stated on the bd website.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® lithium heparin (lh) 158 usp units blood collection tubes had incorrect label information. The following information was provided by the initial reporter: material no: 367880, batch no: unknown. It was reported the information on the unit label is different from what is online. We typically order these bd tubes from (B)(4) and have noticed that although the pn is the same for each, the units of lihep stated on the package label (ordered from (B)(4)) is different than what is stated on the bd website.